Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿24.5 mmol/l¿ (441 mg/dl) compared to a doctor¿s meter reading of ¿8.6 mmol/l¿ (155 mg/dl). The complaint was classified based on the customer care advocate (cca) documentation. Based on the alleged elevated reading, the patient took 5 units of insulin and later tested on the doctor¿s meter to obtain the reported ¿8.6 mmol/l¿ blood reading. There was no report of any symptoms at the time of concern. Troubleshooting indicated that the meter to other meter comparison was performed within 30 minutes of each other. The test strips was in good condition and within the discard. The unit of measurement was set correctly. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to due to the alleged inaccurate high issue. There is no evidence the reported issue contributed to a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (05/12/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/15/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.